Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Performed the pre-fill reservoir testing and occlusion testing. The reservoirs passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir compartment anomaly. Customer's blood glucose at time of incident was 85 mg/dl. Customer stated that he had an issue with reservoir it would not take the insulin out of the vial and the two infusion sets that failed. Customer was advised that we will send out replacement.